Event description:
Customer reported that the buttons on the insulin pump's keypad were not functioning properly. Customer stated that numbers were scrolling on their own and some buttons were unresponsive. Customer stated that the insulin pump may have been exposed to moisture. Blood glucose level was 124.2 mg/dl at the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.